Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection identified two puncture holes in the lead insulation approximately 70 mm from the lead tip consistent with the guidewire escaping the lumen. A non-boston scientific guidewire was returned with the lead. This guidewire proximal end appears smaller in diameter and appears to a corkscrew/spiral area near the proximal end. Boston scientific labeling recommends using only compatible delivery tools to deliver the lead because using incompatible delivery tools may cause lead damage or patient injury. Analysis confirmed the clinical observations and determined that user error contributed to it. (B)(4).

Event description:
It was reported that prior to implant, when sliding the left ventricular lead over the guidewire, the wire perforated the electrode. The left ventricular lead was replaced successfully, and the procedure was completed. No adverse patient effects were reported.